Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown what caused the phenomenon because the phenomenon was not reproduced. It was determined that there was no problem in the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported the subject device restarted on its own with a ¿beep¿ sound. Reportedly, the device worked fine after rebooting. The reported issue occurred while preparing the subject device, prior to an unspecified therapeutic procedure. There was no patient or user injury reported due to the event. Three attempts were performed to obtain additional information regarding the reported event, but no response was received from the customer.